Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, on the first firing it stopped halfway. A new reload was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.